Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was 300 mg/dl. The customer stated that they were hospitalized because they could not control their blood glucose with manual injection. Customer stated that insulin pump was overheating and they had tried several batteries but batteries got hot. The customer declined the troubleshooting. The device will not be returned for analysis.